Event description:
The micro sagittal saw was returned for service. Upon evaluation at the manufacturer it was found to run without user activiation. There was no patient involved and no adverse consequences were reported to the user.

Manufacturer narrative:
Upon disassembly for visual inspection corrosion was found on the motor and the motor pins, the saghead was cracked and the bearings were worn.